Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The copland hemi shoulder is not cleared for distribution in the u.s.; however, this report is being filed as zimmer biomet in the u.s. Manufactures a similar device under 510k number k051843. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure may be necessary. Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
Patient has been indicated for a revision with custom components due to glenoid bone loss. No revision procedure has been reported to date.